Event description:
A report was received via social media that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.